Event description:
New information notes that the patient passed due to persistent vt and blood pressure issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the physician was having trouble finding a good position for the rv lead and ended up repositioning the lead multiple times before acceptable numbers were noted. Soon after a good implant site was confirmed, when the physician began suturing down the lead, it was noted that the blood pressure was low. The physician performed a fluoro and was determined that the patient had tamponade. The lead had perforated the patient's heart during one of the repositioning attempts and an emergency pericardiocentesis was performed, this did not return the patient to stable status. The single chamber ICD with the rv lead was implanted quickly and the implant concluded so another heart repair procedure could be performed to repair the perforation. At the time it appeared the second procedure was performed successfully. The patient was stable when he left the surgery. Sometime during the night the patient¿s pressures continued to drop and had multiple runs of low vt. The patient expired later that evening due to complications.

Manufacturer narrative:
(B)(4).